Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during drain. The hp woke up disconnected from the hc. The technical service representative (tsr) assisted the hp to cycle power and advised use of new supplies or capd exchange. On (B)(6) 2010 product surveillance spoke with the hp who stated the patient line disconnected from the transfer set. The hp stated she likely did not have the line attached correctly and pulled it apart in her sleep. The hp stated she did not notice anything wrong with her cassette or transfer set. The hp stated she had lots of problems on the cycler so has been using manuals for the past 5 days. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a system error 2240 alarm. The alarm was not confirmed due to unavailable sample. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. Based on the information obtained during baxter?s investigation, this incident was determined to be caused by an incomplete connection between the patient line and the transfer set. The homechoice apd systems patient at-home guide instructs users to check all disposable set connections for a secure fit before beginning therapy. This review finds the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The sample was discarded. Should additional information become available, a follow up MDR will be sent.